Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 423mg/dl, and he has been on insulin drip and manual injection. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several no delivery alarms. Checked the bolus history and noticed a bolus delivery on (B)(6), 2012. However, the customer has not been on the insulin since the admission. Assisted the caller with programming a bolus of 0.2 units and the bolus history registered the bolus. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised that anytime the customer receives any alarm, he should call to helpline. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.